Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a fragment of balloon was found on the patient's urinary meatus when the patient was using intermittent urethral catheterization at home. The fragment was removed by the patient. A foley catheter (reportedly (B)(4), but exact product code is unknown) was placed in the patient from (B)(6) 2018 to (B)(6) 2018. The complainant would like to know if the fragment is from bard's product or not. Per additional information received on (B)(6) 2018, no additional patient injury or intervention was reported.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found a balloon sac burst. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: " [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a fragment of balloon was found on the patient's urinary meatus when the patient was using intermittent urethral catheterization at home. The fragment was removed by the patient. A foley catheter (reportedly 7740014l, but exact product code is unknown) was placed in the patient from (B)(6) 2018 to (B)(6) 2018. The complainant would like to know if the fragment is from bard's product or not. Per additional information received on (B)(6) 2018, no additional patient injury or intervention was reported.